Event description:
Pt contacted broadspire to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further information is available at this time.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or review of device history records were not possible as the necessary product/lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Complaint was reopened to add information provided by litigation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 3/12/2013- ppd and medical records received. Ppd alleges the patient was revised on (B)(6) 2010 for dislocation and increased metal ions. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.